Event description:
It was reported that the programmer boots up to a screen that flashes and then in the upper left corner, an error appears. The caller tried to cycle power and ran the service disk to no avail. Technical support (ts) stated that the error indicates that "operating system can not be found", which means the hard drive or motherboard is failing. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer powers up with an error, as a result the main processing unit (mpu) circuit board was replaced. It was also noted that the overlay to the screen was cracked, and the tabs of the power cord bay door were broken. (B)(4).